Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure and vaginal repair in (B)(6) 2003 and mesh was implanted. The patient reported that within a year of the procedure, she experienced bilateral pain in both groins. In 2007, the patient experienced supra-pubic pain that was getting worse. The patient was informed that the pain was not caused by the mesh, but it continued to increase considerably and affected the patient's mobility even more severely. The patient reported that the continuous pain also affects day to day activities. The patient has experienced an increase in urinary tract infections and severe dyspareunia. In (B)(6) 2016, the patient underwent partial mesh removal and since then the dyspareunia has decreased. Additionally, within a short period of time, the supra-pubic pain and pain in both groins improved significantly. No additional information has been provided.